Manufacturer narrative:
The reason for this revision surgery was to address a patient's tightness in flexion after 3 years, 2 months, 18 days in vivo. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part; with 1 of the prior complaints having the same failure mode of stability, poor joint. This is the second complaint against this lot number. This investigation is limited in scope because the explanted products were not returned to (B)(4) and hence a definitive root cause cannot be determined. There was no information reported that evidences a material, design, or manufacturing problem with the product.

Event description:
Revision surgery: due to the patient being very tight in flexion. The surgeon removed an 11mm insert and went down to a 9mm insert. He performed a partial release and removed scar tissue from the knee joint.